Event description:
It was reported that a patient was treated for first-degree burns and blistering on both forearms following a thoracic exam using a ctl coil. During the scan, the patient had been positioned with both arms folded over their chest with hands interlocked. Appropriate padding was not used. The working safety section of the operator's manual warns against this postioning and defines proper patient padding to prevent warming during MRI scans.

Manufacturer narrative:
A ge service representative performed a full system evaluation including functional checks of gradient chiller, patient comofrt module, rf calibration, ctl coil inspection and snr checks. No problems were found. The system performed as intended and was placed back into service.